Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported calibration not accepted alert and lost sensor alarm. Also, there was difference between sensor glucose and blood glucose values. Customer treated hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-342g, mmt-431aj, mmt-7040a. Troubleshooting was performed for difference between sensor glucose and blood glucose. Insulin delivery was not suspended. Customer reported blood glucose value of 493 mg/dl. Customer reported sensor glucose value of 287 mg/dl. Customer noticed that the difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was not performed for high blood glucose event. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for mmt-431aj. No product return is required for mmt-7040a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.